Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, bacillus sp (>150cfu/channel) were detected from the air/water channel of the subject device. The subject device had been disinfected with non-olympus automated endoscope reprocessor (getinge ed flow) using peracetic acid. There was no report of infection associated with this report.